Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to frequent ipg charging. The patient was doing well postoperatively. The explanted ipg device was discarded by the medical facility.